Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had no power and would not run. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to motor assembly or (ecu) electronic control unit failure due to usage wear over time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during testing, prior to surgery, it was discovered that the battery reamer/drill device had an undetermined malfunction. During in-house engineering evaluation, it was observed that the device had no power and would not run. There were no delays to the planned surgical procedure a spare device was available for use. There was no information provided regarding patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.